Event description:
It was reported that the patient went to the emergency room with symptoms of syncope as well as shortness of breath. The right ventricular (rv) lead exhibited high impedance, high thresholds, oversensing, no capture, and contains a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01, ipg, implanted: (B)(6) 2014. (B)(4).